Event description:
It was reported that the ilet user experienced repeated infusion set handling difficulties during supply changes due to shaky hands, leading to multiple insets being used and an anticipated shortage before the next scheduled shipment. The user uses a teflon infusion set, 23-inch tubing, 6 mm cannula, and no device alerts or alarms were reported. No reported adverse clinical effects. Outcomes included a goodwill shipment of replacement infusion sets to maintain therapy continuity. Investigation included a complaint intake review and assessment of user-reported use error. Investigation of this case revealed user technique error during infusion set insertion or connection, with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user handling error.